Manufacturer narrative:
The insulin pump alarmed button error alarm and had no button response due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The user stated that the menus could not be accessed. The customer's blood glucose was 314 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.